Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported that the ventilator had a check vent: backup alarm failed error. There was no patient involvement.

Manufacturer narrative:
G4: 18sep2020. B4: 21sep2020. The field service engineer (fse) reviewed the error log and duplicated the power failure. The fse replaced the power management board and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.